Manufacturer narrative:
The pump passed the self test and displacement test. However, pump error alarm (line number = (B)(4); file number = (B)(4)) found in the pump history due to software error. Also, pump error alarm confirmed in the pump history (variable info = 3) due to broken trace at pin1, u1 keypad assembly.

Event description:
The customer reported via phone call that their insulin pump had an low level hardware failure and pump error 53. The customer¿s blood glucose was 101 mg/dl. Customer states they are able to rewind the pump. Customer was able to successfully clear the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.